Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational.an internal inspection of the cycler found a short on t1 of the inverter board with lot code 2346 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.touch screen test passed.voltage verification check passed. System air leak test passed.valve actuation test passed.teach pumps test passed. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler screen was blank during unknown phase/cycle of dialysis. The patient pressed ok/stop and touched the screen, but screen remained blank. The patient rebooted cycler and the ok/stop keys lit up, but the screen remained blank. Patient encountered an unknown alarm during power up, but screen was blank, so the alarm was unknown. Technical support replaced the cycler. The patient was advised to contact the pd nurse to inform of replacement and to discontinue use of this cycler. The patient performed manuals in the absence of a cycler. Upon follow up it was determined that the patient was able to complete treatment. No harm or adverse events were experienced, and no medical intervention was required.